Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet with expected longevity and reached elective replacement indicator (eri) after only two years of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.